Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began to forward firing. A second fiber was used, but the same problem happened. The procedure was completed with a third fiber without patient complications.